Event description:
It was learned through implant patient registry that aa 25mm 3300tfx aortic valve was explanted after an implant duration of 6 years, 1 month due to unknown reason. The explanted device was replaced with a 25mm 3300tfx aortic valve. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: corrected data based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and investigation that a 25mm 3300tfx aortic valve was explanted after an implant duration of 6 years, 1 month due to endocarditis. The patient presented with heart failure and shortness of breath. The explanted device was replaced with a 25mm 3300tfx aortic valve. The patient had care withdrawn and expired on pod # 14.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.